Event description:
It was reported the customer received a no delivery alarm while attempting to fill tubing. The customer's blood glucose was 320 mg/dl. The customer had treated their blood glucose with a manual injection. Troubleshooting found insulin was not able to exit from the tubing as there was resistance. The customer was advised to change their entire infusion set system. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).